Event description:
It was reported that during a lap cholecystectomy procedure, the device locked up on the third clip. They forced the handle open and fired again and completed the case. No patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.